Manufacturer narrative:
(B)(4). The sample is not available, the patient was able to continue with therapy. The lot number is unknown. Should additional information become available, a follow up MDR will be submitted.

Event description:
A nurse contacted (B)(6) service center to report the homechoice machine was on dwell 4/4 for awhile. The nurse was concerned that therapy had not finished yet and the machine had been in dwell for a while. The nurse also stated she had found the large clamp on drain line's secondary port open and fluid had leaked onto floor. The nurse stated she had closed the clamp and wanted to make sure everything was okay. The technical service representative explained the possible causes for the delay in therapy and advised the machine was okay and would continue with therapy. No medical intervention or patient injury was associated with this report.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and no root cause was determined because sample was not available for evaluation. A batch review was not performed since lot number is unknown. This review finds the labeling adequate for the potential use error(s) in the complaint. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). Follow up with the nurse indicated that she did recall the incident and that no adverse events were reported. The patient was able to continue with therapy. No adverse events were reported.